Event description:
The customer stated putting new glucose code key marked 306 in the device. When the device was turned on it displayed 706. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.